Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The academic colleague of a customer indicated via phone call that their patient received a sensor error on their sensor. It was also indicated that the patient had blood glucose of 353 mg/dl and that the pump may have undelivered insulin. It was also indicated that the patient recovered completely.